Event description:
Reportedly, the patient underwent re-intervention due to abnormal noise on the atrial lead (vega r52) over six months post implantation. The physician suspected a screwing or connector issue on the atrial lead. Perioperative scopy showed that the position of the atrial lead was different from the initial position ( at implantation) and an unusual lead departure from the connector, raising suspicion of a potential twiddler syndrome. The lead was explanted and a new one was implanted.

Manufacturer narrative:
Summary of the investigation : the review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. Analysis of the patient¿s device data revealed episodes of atrial noise recorded by the ICD. No ventricular noise was recorded in the ventricular egms; however, ventricular sensing was below the acceptable range, measuring less than 3.0 mv. This finding may suggest an issue with the ventricular lead position. Based on information provided by the field team, the physician suspects that the observed abnormal electrical behaviours are related to insufficient depth of ICD implantation. It is presumed that the device either migrated within the pocket or was manipulated by the patient, consistent with twiddler¿s syndrome, resulting in lead(s) dislodgement and mechanical damage. Upon visual inspection of the explanted leads, the atrial lead showed visible signs of stretching and twisting, with coil separation. These findings strongly support the hypothesis of twiddler¿s syndrome, as initially suspected by the physician. Twiddler syndrome is most likely the cause of the reported adverse event. It should be noted that twiddler's syndrome is a known complication of cardiac pacing/defibrillation systems. No issue suspected with the leads. The results of this investigation are retained and used for trending purposes.

Event description:
Reportedly, the patient underwent re-intervention due to abnormal noise on the atrial lead (vega r52) over six months post implantation. The physician suspected a screwing or connector issue on the atrial lead. Perioperative scopy showed that the posiiton of the atrial lead was different from the initial position ( at implantation) and an unusual lead departure from the connector, raising suspicion of a potential twiddler syndrome. The lead was explanted and a new one was implanted.